Manufacturer narrative:
Review of procedure # (B)(6) reveals a greater than normal tissue reflectance on the posterior lens and capsule. This underlying patient condition could contribute to the reported posterior rupture during the phaco portion. Recommend review of proper hydrodissection technique. System functioned as designed. The patient required an anterior virectomy and is doing well post - operatively. No further clinical follow up required.

Event description:
On 06/08/2026, doctor ((B)(6)) reported to cas that they experienced a posterior rupture during the phaco portion of procedure ID # (B)(6).